Event description:
It was reported that the patient was experiencing an increased in seizure frequency and intensity. The patient was referred for a generator replacement. Preoperatively a system diagnostic test showed that the generator was performing within acceptable limits and the battery was not at end of service. The explanted generator has not been received to date. Historically the explanting facility discards explanted product as part of their protocol therefore the explanted product is not expected to be received. No additional relevant information has been received to date.

Manufacturer narrative:
Adverse event or product problem; this information was inadvertently reported incorrectly on mfg. Report #0. Outcomes attributed to adverse event; this information was inadvertently left off on mfg. Report #0. Type of reportable event ; this information was inadvertently reported incorrectly on mfg. Report #0.